Event description:
The user facility reported their unit was leaking water into the surgery department. The leak was approximately two gallons of water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and confirmed the cause of the leak was due to a waterline which had ruptured. The technician replaced the waterline's copper tubing, completed a test cycle and returned the unit to operation. The sterilizer was installed in february of 1991 and is currently under a steris service contract. The last pm was performed on (B)(4),- 2013 at which time the unit was confirmed to be operating to specification.